Manufacturer narrative:
Philips has investigated this complaint. Philips tried to collect information regarding the completion of the diagnosis procedure, but the customer did not provide the information. The philips field service engineer (fse) inspected the system onsite and confirmed that the image disk space was low, which could impact imaging. Upon functional testing, the fse checked the logfile and found image disk full error. The fse ran the recreate image disk test and performed image disk software analysis which showed ippc image disk failure. To resolve the issue, the fse reformatted the image disk and recreated the image disk space. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the image disk space was low, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.